Manufacturer narrative:
The reason for the revision is a broken posterior stabilized (ps) post after approximately 15 years in-vivo. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed that the incident device met all critical dimensions and specifications when released from djo surgical on or about march 10, 1998. The insert was released from a lot of 7 parts, 4 parts were scrapped during the quality inspection operation but all released parts were found acceptable and met critical dimensions and specifications. The receiver for this lot shows the resin used was gur 4150. The 4 indicates the material contained stearates which was industry standard at the time this device was manufactured. Djo replaced the gur 4150 resin with gur 1050 in approximately (B)(6) 1998. A review of the product complaint report history showed there have been three prior complaints for this part number. 03157 and pc-2008-00506 both involved a broken post while pc-2010-01292 involved a worn poly insert. This is the first complaint from the lot 339471. A definitive root cause cannot be determined with confidence since the components were not returned . Factors that can contribute to post fracture include material degradation due to oxidation and presence of stearates in the base resin, excessive physical activity (the patient was only (B)(6) when the insert was implanted) like deep flexion squatting or similar articulation which heavily loads the post, implant positioning, and trauma. It was found the presence of stearates increased the chance of delamination and a decrease in mechanical properties due to oxidation. This could have contributed to the ps post fracture. Because no components were returned it is not possible to determine if there was significant oxidation and/or delamination in the area of the post failure. The incident device met all critical dimensions and specifications when released from djo surgical.

Event description:
Revision surgery - due to a broken post on the poly.